Manufacturer narrative:
Bolder surgical's italian distributor reported a patient leakage failure with coolsealtm generator serial number (B)(4) when performing testing per iec 60601-1. The coolsealtm generator was returned to bolder surgical for investigation and the complaint was confirmed. It was determined that an additional standoff was added to the base assembly during manufacturing, which led to a connection between the patient isolation barrier and ground. As a result, the 00165 device did not meet the iec 60601-1 patient leakage requirements for the device. This condition represents the potential to deliver unintended energy to a patient. Risk assessment has determined that patient injury is very unlikely.

Event description:
A distributor reported a patient leakage failure with coolseal generator. In this case there was no patient impact as the issue was discovered before the generator was put into service.